Event description:
Caller reported a cgm error code 42 concerning their g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Caller successfully started their sensor session after resetting the pump, and the error did not display again.